Manufacturer narrative:
Additional analysis was performed and it showed that the lead passed electrical testing.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed given allegation as it was found that there was a puncture hole in the insulation from the terminal pin and came through to the conductor coil from the tip. It was most likely caused from the use of a guidewire that escaped through the lumen.

Event description:
Boston scientific received information that this left ventricular (lv) lead was an attempted implant due to lead that obtained physical damage on the insulation area, lead body and electrode end. Additional information obtained from the field which indicated that the lead was unable to pace in target vessel with multiple attempt of repositioning the lead. This lv lead was never in service. No additional adverse patient effects were reported.